Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: a review of the black box showed unexplained power on reset events with deliveries never resumed. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The battery compartment threads were stripped. No damage was found to the returned battery cap. The battery cap was unable to fully attach to the pump due to battery compartment cracks and stripped threads. The power complaint was duplicated. A test battery cap fit to maintain an electrical connection. The test battery cap successfully completed 24 hour testing. No power on reset events were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2017 a blood glucose of over 600 mg/dl, with vomiting, hyperventilation, high ketones, chest pains, and polydipsia, associated with an alleged power issue. Reportedly, the patient discontinued pump therapy, and was taken via ambulance to the hospital where they were admitted for three days and treated with insulin via injection and other treatment by their healthcare provider. During troubleshooting with customer technical support, it was revealed the battery compartment threads were damaged and the battery cap could not attach. This complaint is being reported based on the allegation that the patient experienced hyperglycemia with treatment associated with a power damage issue.